Event description:
Patient was in pet/CT and a foley was inserted for the imaging study. The radionuclide was injected and the patient complained of "being wet". The catheter balloon was found deflated. When re-inflated nurse states it had a small pin hole leak. A second catheter was inserted and the imaging study completed. Post imaging it was found that the patient was laying in a puddle of urine. The second catheter was saved as well. Note: both catheters were in the "hot room" and have been cleared and can be sent for evaluation.